Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 03, 2014 to october 04, 2014. The device was returned for evaluation. A visual inspection was performed with no signs of physical abnormality that could have caused the reported problem. Functional flow testing was performed and the flow rates were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced ¿very low flow¿ during use of a small volume folfusor. This occurred during infusion. The duration was 120 hours instead of 72 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.